Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of a type b chronic aortic dissection using gore® tag® conformable thoracic stent graft with active control system(ctag/ac) and non-gore devices. A gore® viabahn® vbx balloon expandable endoprosthesis was placed in the left renal artery. The ctag/ac device was deployed at the below of the left subclavian artery. Reportedly, the procedure went well with all devices being implanted with no issues and patient tolerated the procedure. On an unknown date, expansion of the true lumen due to infection was observed, and migration of the ctag/ac device distally and a proximal type I endoleak were also confirmed. On (B)(6) 2025, an emergency reintervention was performed due to impending rupture. An additional stent graft was placed proximally. The patient tolerated the procedure. Reportedly, the infection occurred after the index procedure and the cause of infection is unknown.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Emdr section h6, codes c19, d15, d12 updated to reflect results of product history review.